Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross large access solution kit was selected for use for a mitral clip procedure. During the procedure, it was mentioned that the versacross rf wire had a knot and could not be used. The versacross wire was retrieved from the patient after the knotting was observed. No patient complications reported. The outcome of the procedure was not provided. Product return status is currently unknown. No other information was provided.